Event description:
It was reported that during follow up, stored episodes of noise leading to inappropriate therapy were observed. The lead was explanted and replaced. Patient condition post procedure was good.

Manufacturer narrative:
(B)(4).